Event description:
Reporter said she has rec'd the er1 message on occasion. Reporter retests and gets a number value. Reporter does not use the color comparision chart. Reviewed technique with reporter.